Event description:
Ophthalmologist reports an incident of unexpected post operative refraction. The surgeon indicates differences in measurements taken pre and post operative may account for this occurrence. Further info is being sought.